Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor - 10/05/2017, belt - 11/01/2011.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away in the hospital while wearing the lifevest. The patient was reportedly at home when the event began. The patient's wife contacted emergency services who took the patient to the hospital. Review of the download data indicates that the patient received 16 total shocks over one half hour. Shocks 1-3, 5-6, and 8-16 converted vt/vf to bradycardia. Shocks 4 and 7 were delivered during bradycardia. The response buttons were also pressed approximately one minute prior to the 2nd shock during vt, 30 seconds prior to the 3rd shock during bradycardia, 45 seconds prior to the 5th shock during bradycardia. 45 seconds prior to the 6th shock during vt, one minute prior to the 8th shock during nsvt, and 40 seconds prior to the 10th shock during vf. It is unknown who pressed the response buttons during the event. After the final shock, the patient entered vf with varying amplitude for approximately three minutes before the belt was disconnected. The belt was again reconnected after approximately 12 minutes for approximately 10 minutes. The rhythm during this time was an idioventricular rhythm at 50bpm. The electrode belt was again disconnected and the patient passed away.